Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 6f exoseal vascular closure device (vcd) hemostatic plug was pulled out with the delivery device after deployment. The plug was brought out with the withdrawal of the device after it was deployed. Hemostasis was achieved by compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no significant plaque, stent, or stenosis at the puncture site. A non-cordis sheath was used. No resistance or difficulty occurred during advancement or connection, and the vcd was securely locked with the sheath introducer. Pulsatile blood flow was observed, and the device and sheath were retracted together until the indicator window turned solid black. The deployment button was fully depressed without excessive force, and the device was removed as a single unit after approximately five seconds. The device will be returned for evaluation.